Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 9 months post implant of this 23mm aortic bioprosthetic valve, a 26mm transcatheter valve was implanted valve-in-valve. The reason for intervention was not reported. No additional adverse patient effects were reported. Additional information was received that reported the reason for replacement as aortic stenosis (as). No additional adverse patient effects were reported.